Event description:
It was reported that a "downward migration of catheter tip" was noted on plain xray. The catheter which was originally positioned at t8 had migrated downward to t11. The catheter was noted a week later to be at the level of l1; intervention was planned. The patient did not exhibit any symptoms.

Manufacturer narrative:
.